Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. It was also reported that the customer received a continuous glucose monitor error 42. Additionally, the touch screen was frozen and unresponsive. The pump was reset to resolve the issues, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was approximately 300 mg/dl.